Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The device was not returned.

Event description:
It was reported that the survey respondent mentioned about pain, bladder spasms and leakage when they were asked of complications while using the hydrogel coated prostatic 3-way dufour catheter. The survey respondent also stated that the instructions for use (IFU) did not provide sufficient information because it was not available in packaging at the time. It was unknown what medical intervention was provided.

Manufacturer narrative:
The reported event was inconclusive because no sample was returned for evaluation. A potential root cause for this failure could be "incorrect operation packaging units in box". It was unknown whether the device had met specifications. The product was used for treatment purposes. It was unknown whether the product had caused the reported failure. The lot number was unknown; therefore, the device history record could not be reviewed. The labeling review was not performed because labelling could not have prevented the reported failure. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the survey respondent mentioned about pain, bladder spasms and leakage when they were asked of complications while using the hydrogel coated prostatic 3-way dufour catheter. The survey respondent also stated that the instructions for use (IFU) did not provide sufficient information because it was not available in packaging at the time.